Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted at implant due to a perivalvular leak. The surgeon indicated that this event was not related to a device malfunction. No further details were provided.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: additional information regarding the event (e.g. Operative report, discharge summary); however, the surgeon indicated that they were not available. Unfortunately, the subject device was also not returned; therefore, the root cause of this event could not be investigated. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Although the root cause cannot be confirmed, the surgeon indicated that there was not a device malfunction. No further actions are possible with the available information.